Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. The device was returned in an opened blister tray. The lock-out assembly has been removed. The plunger has been advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. The iol is returned adhered to the blister tray with tape. A significant amount of solution is dried on both surfaces of the optic and haptics. Both haptics are intact and folded onto the optic with solution. The optic is scratched/marked-rejectable. The product investigation could not identify the root cause for the reported complaint "defective". The reported complaint is lacking in relevant information such as the type of defect observed to complete a thorough investigation. No damage was observed to the device. The lens returned with scratches. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols(intraocular lens) are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/ device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported a defective device. Additional information was requested, but no further information is available.